Event description:
The pt has had lack of effect from their device for the last six months. A catheter dye study was done approx six months ago and was normal at that time. The pt had recently experienced numbness in the flank area. A CT scan done showed that the catheter was dislodged from the spine. The pt had a catheter revision, and it was discovered that the pt's catheter was coiled up in the posterior incision area. The catheter had slipped through the properly set anchor. A new catheter was placed and the pump dosage of morphine was decreased. The pt's post-revision condition was unk. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.